Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, device had suction alarms. Imaging confirmed the impella pump was positioned behind the papillary muscle with the pigtail around chordae. Efforts to reposition were ineffective. It was being planned to try repositioning the device in the cardiac catheterization lab (ccl). Impella was successfully weaned and explanted. Patient survived the procedure.